Manufacturer narrative:
Sts/acc tvt registry reports 11 patients with stroke - ischemic. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a. The earliest implant date was used.

Event description:
It was reported through sts/acc tvt registry data that portico valve devices may be related to 11 patients with stroke ¿ ischemic adverse events which are considered serious injury. The relationship of the adverse events to the portico valve devices could not be determined based on the limited data received from the registry. Sts/acc tvt registry data is reported as a summary per summary reporting exemption approval number -gen2201027 . The data received indicated that the procedure date range was between (B)(6) 2021 ¿ (B)(6) 2022 patients¿ mean age is 77 years, ranging from years. 10% of the patients were male, 90% of the patients were female. Average time to event in days was 30.